Event description:
It was reported that this right atrial (ra) lead a high capture threshold shortly after implanted. This lead was successfully revised. This ra lead remains in service. No additional adverse patient effects were reported.